Event description:
It was reported that the jam shidi tip broke offin the patient's illiac crest while trying to take bma. The tip could not be removed from the patient.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and confirmed the allegation. The device inspection revealed the following: visual examination of the returned device does confirm the tip has fractured off at the second row of ports. The breakage appears to be oblique, which is typically indicative of levering of an instrument. Based on the investigation the root cause was attributed to a user related issue. The breakage of the tip most likely happened due to bending overload applied while the tip was inserted in the patient. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device not available.

Event description:
It was reported that the jam shidi tip broke offin the patient's illiac crest while trying to take bma. The tip could not be removed from the patient.